Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was noted that reprogramming was tried however the patient no longer wanted the device. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5124121/5129861.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. It was noted that reprogramming was tried however the patient no longer wanted the device. All device components were removed and kept by the medical facility. Additional information was received that patient was not able to get enough pain relief and patient had pain at the implant site.